Event description:
The customer called to report a blank display on the insulin pump. The reported blood glucose reading at the time of the call was 159 mg/dl. The customer stated that the insulin pump was not bumped or dropped, but the battery cap appeared to be corroded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.